Manufacturer narrative:
Based on the claim against the product by the customer noting that the harmonic ace instrument tip was melting. Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Visual inspection identified no thermal damage on the curved blade. Further inspection confirmed signs of damage on the teflon pad located at the clamp arm consistent with results of ultrasonic energy delivery. This confirms the customer reported issue. A piece of the teflon pad was missing as a result of this damage. Further investigation by the failure analysis engineering team confirmed the initial observation and the probable root cause of this issue is attributed to mishandling and misuse. No functional testing was conducted due to the returned condition of the instrument. The probable root cause of the teflon pad peeling off is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is a reportable event due to the following conclusion: failure analysis investigation confirmed a missing piece from the harmonic ace instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, the customer noted that the harmonic ace instrument tip was "melting." The user completed the procedure using the same instrument with no other issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Follow-up was performed to request additional information. However, no further details have been received as of the date of this report.